Manufacturer narrative:
Other, other text: customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical the product was found to be leaking air during the pre-use air leak check. There was no patient injury reported. No reported adverse events.

Manufacturer narrative:
Other, other text: one device was returned for investigation. A leak test was done which confirmed the customer complaint. Root cause was not able to be confirmed, but is suspected to be from after the device left smiths medical. No DHR was able to be done as lot was not provided.